Manufacturer narrative:
(B)(4). Approximate age of device ¿ 5 months.  Device evaluation: the explanted pump was returned for investigation and thrombus was confirmed during the evaluation. Upon disassembly of the returned device, visual inspection of the distal side of the inlet stator revealed a white, tissue-like thrombus formation around the inlet bearing cup. A similar thrombus formation was observed around the rotor¿s bearing ball, with areas of slight denaturation. The similarity in size and structure of these thrombi suggests that they likely developed as one thrombus formation and were pulled apart during disassembly of the pump. These thrombi appeared to be in the early stages of laminated layering, indicating that they could have formed acutely around the inlet bearing over an undetermined amount of time while the pump was supporting the patient. Upon removal of the thrombus formation, the device was cleaned. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. The instructions for use lists thrombus as a potential adverse event associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. On (B)(6) 2017, the lvad was explanted during a routine transplant. There were no reported device issues associated with the outcome, and no reported device issues throughout the duration of support. No additional information was provided. During investigation of the returned explanted pump, thrombus was found with the device.